Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the hospital and was diagnosed with blood glucose (bg) values reached 720 mg/dl. The infusion site was red and inflamed. For treatment, the patient was given fluids, insulin and diagnostic tests. The patient was still admitted. The pod was worn longer than 48 hours on the abdomen. The pod was discarded.